Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 400 mg/dl while wearing the pod between 37 and 48 hours. The pod reportedly was coming loose from the infusion site of the abdomen, causing the cannula to dislodge as the patient stated the cannula slipped out. As treatment, a new pod was applied.